Manufacturer narrative:
E1: initial reporter phone provided: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint needle of the pre-filled syringe retracted immediately, thereby preventing administration of the medication. The following information was provided by the initial reporter: distributor informs that one pack of mircera prefilled syringes 0.3ml 30mcg, batch 30053858 (exp. 01/2028) was returned by a patient who states that upon use, after inserting the needle and removing the protective cap, the needle of the pre-filled syringe immediately retracted, preventing the administration of the medicine. The patient was dispensed another package to continue the treatment.

Event description:
It was reported that the bd ultrasafe x100lg2xl png blue tint needle of the pre-filled syringe retracted immediately, thereby preventing administration of the medication. The following information was provided by the initial reporter: distributor informs that one pack of mircera prefilled syringes 0.3ml 30mcg, batch 30053858 (exp. 01/2028) was returned by a patient who states that upon use, after inserting the needle and removing the protective cap, the needle of the pre-filled syringe immediately retracted, preventing the administration of the medicine. The patient was dispensed another package to continue the treatment.

Manufacturer narrative:
H.6: investigation summary: unconfirmed: no sample/evidence provided.